Event description:
During a laparoscopy, a disposable endogia jammed during stapling and the surgeon was unable to remove it from the tissue. A mini laparotomy was necessary to remove instrument and prevent hemorrhage.